Manufacturer narrative:
The hba1c reagent lot number was 839406 with an expiration date of 31-jul-2026. Calibration was last performed on (B)(6) 2025, and calibration alarms were received. Qc was acceptable. There was no indication of a reagent performance issue. The field service engineer (fse) found that a reagent probe was partially clogged. The fse replaced the reagent probe, syringe seals, and squeegees. The service actions resolved the issue. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
There was an allegation of discrepant results for 3 patient samples tested for tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application (hba1c) on a cobas 8000 cobas c 502 module. The initial results were obtained between (B)(6) 2025. Patient 1 initial result was 7.7%. The repeat result was 6.7%. Patient 2 initial result was 7.2%. The repeat result was 6.6%. "Patient 4" initial result was 8.7%. The repeat result was 6.9%. The physician requested repeat testing. Repeat testing was performed on (B)(6) 2025.